Event description:
It was reported that the patient presented in the clinic for follow-up. Upon interrogation, the right ventricle lead exhibited low pacing impedance, high capture threshold and noise oversensing. The lead wad capped and replaced on (B)(6) 2025. The patient was in stable condition.